Event description:
It was reported to philips that the heartstart xl monitor / defibrillator failed to pace a patient. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.